Event description:
A hole was discovered in the back table cover and in the vented bag holding the kit. There was no patient contact and a new pack was pulled from sterile supply.

Manufacturer narrative:
The sample was returned to the manufacturer for evaluation and it was confirmed that the hole reported was in the vented bag and not in the back table cover.

Event description:
A hole was discovered in the vented bag holding the kit. There was no patient contact and a new pack was pulled from sterile supply.